Manufacturer narrative:
The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and device rupture.

Event description:
Healthcare professional reported left side "baker iii". Healthcare professional later reported left side capsular contracture baker grade iii and rupture. Healthcare professional also reported "broken silicone implant, baker iii contracture." Device has been explanted.